Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 180 mg/dl, and the meter bg reading was 90 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 38 mg/dl. Due to the bg level the customer lost consciousness and experienced possible "kidney function" issues. Customer required assistance consuming carbohydrates and went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and glucose and was released from the hospital on (B)(6) 2025 with the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.